Event description:
On (B)(6) 2013, the patient reported that her blood glucose level was 385 mg/dl. She stated that the cause of the elevated blood glucose levels may be due to insulin leaking and pooling at her infusion site, the cannulas appear to be bent when she removed them, and her device has displayed e4 (occlusion error). Her normal blood glucose level is 180 mg/dl. The patient noticed the pooling of insulin when her shirt became wet. She stated that she may have been bending the cannulas when she was inserting them. She was given instructions on how to properly use an insertion device. She also stated that she may have some issues with poor absorption. She was given instructions on site rotation. The patient changed the accessories on the infusion device and chose a new infusion site and inserted it using the insertion device. Follow-up with the patient revealed that her blood glucose levels had returned to normal. Additional follow-up with the patient revealed that she had been experiencing low blood glucose levels in the 40's mg/dl. The patient stated that she was able to self-treat the low blood glucose levels, but she needed to have her basal rates on her infusion device adjusted. She scheduled an appointment with her endocrinologist. The patient has been under additional stress lately and she stated that has an effect on her blood glucose levels. After her basal rates were adjusted she did not experience any further problems with her blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets specifications. Result no samples were returned for investigation however, the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned.